Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation, when the surgeon inserted that iol into the eye, scratch was noticed on the iol. The surgeon removed the iol and replaced with a backup lens in an initial procedure without any complications. The surgeon advised that the lens was not scratched upon loading and was a manufacturing error. There is no further update on the patient and the facility and surgeon does not want to be contacted to discuss further. Lens was discarded and is not available for return.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in . The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The product was not returned for an evaluation. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The facility and surgeon do not want to be contacted to discuss further. Lens was discarded and is not available for return. The manufacturer internal reference number is: (B)(4).